Event description:
It was reported by service report that the wheel was stuck and not rolling. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: wheel assembly.